Event description:
A report was received that the patient underwent an explant to retrieve cut leads left in the epidural space. The patient is reportedly doing well after the surgery.

Manufacturer narrative:
Additional suspect device components involved in the event: model: sc-2138-50, description: linear lead (phase iiia) 50 cm. This is a final report.